Manufacturer narrative:
Result: internal welds within pad came apart.

Event description:
It was reported that the welds had come apart inside the pad. No pt involvement or adverse consequences were reported.